Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/28/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: multiple call service 054 alarms observed in black box and alarm history. Immediately after performing the prime step pump gives a ¿pump not primed¿ warning. Unable to perform steps 21 and 22 due to recurring loss of prime. The display is dim; letters have a red hue. Pump case is cracked near top right corner of display. Pump opened and moisture damage found inside pump including within force sensor housing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.